Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.